Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer husband reported via phone call the insulin pump alarmed pump error. The customer's blood glucose at the time of incident was 9.1mmol/l. Customer husband stated rewind required delivery to stop and received pump error. The customer was explained pump may have been exposed to magnetic clasp and asked patient to disconnect from pump. Customer stated wanted to stay on pump since on vacation. The customer declined to trouble shooting. The customer was advised to monitor pump closely. Recommended customer refer to back up plan per hcp instructions. The insulin pump will not be returned for analysis.